Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for daughter via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl at the time of the incident. Patient's current bg: 78 mg/dl. Customer had issue with the pump with leak of insulin and burnt spot on the insulin pump. The customer experienced symptoms such as nausea. Customer treated for high blood glucose with insulin pump and injection. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer stated that she had change her set three time and customer was still getting insulin into the pump. Customer reported that fluid in the reservoir compartment. Assisted customer in performing self-test and it passed. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had stained end cap sicker (no burnt noted). The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.